Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg flipped in the pocket site. Surgical intervention took place wherein the system was explanted.

Manufacturer narrative:
An ipg that flipped inside the pocket was reported to abbott. The physician has confirmed the issue via x-ray. The system was explanted and no devices were retuned for evaluation.